Manufacturer narrative:
Under (B)(6) law, pt info is considered confidential and will not be released by the hospital.

Event description:
It was reported that a pt went into asystole followed by a complete atrioventricular block with a pacemaker failure. The alarm was not noticed by the care team who was busy in another room with many simultaneous alarms occurring and no specific alarm for the asystole. According to info collected from the users, the reported issue was due to the fact that there were too many high level alarms activated simultaneously. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.